Event description:
Additional information received indicates both leads had migrated.

Event description:
Related manufacturer reference number: 3006705815-2021-05731. It was reported one of the patient's leads had migrated. Surgical intervention may take place at a later date to address the issue. It is unknown which lead migrated; therefore both leads are being reported.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-06235. Additional information received indicates the patient had surgery on (B)(6) 2021 in which one of the patient's leads was repositioned and one was explanted and replaced, to address the issue. Therapy was restored.